Manufacturer narrative:
The event date and date of death was not reported so the aware date was used as an estimate.

Event description:
It was reported that a patient death occurred. It was reported via social media that three days after the watchman device was implanted a patient passed away.